Manufacturer narrative:
Eval was not possible, as the prods were not returned. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported pain or device loosening; however, the initial reporting stated the pt experienced trauma (fall) and was a contributing factor. No evidence was found suggesting product error was a contribution factor and the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain after fall that caused slight loosening of femoral component.